Event description:
The customer called and reported a leak in the reservoir. Customer stated the reservoir was leaking out the bottom and the o-rings were missing. Customer's blood glucose was 194 mg/dl. Customer also stated there were very tiny air bubbles in the reservoir. The customer was advised the reservoir would be replaced and agreed to send back defective reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.